Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for non-sustained rv oversensing due myopotential oversensing was observed through remote transmission. Programming changes were made. The device remains implanted. The patient was in good condition afterwards.